Event description:
Heated chamber shattered due to being over-pressured. The humidifier heater was off at the time of the incident. No water was in the chamber, just oxygen flow. Patient circuit was attached to patient without pressure relief valve. No harm to the patient. After the investigation with the equipment, fisher & paykel representative recommended to add the pressure relief valve to the system. The policy & procedure has been changed and the pressure relief valve has been added to the equipment for patient safety. See scanned pages.